Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was placement difficulty and the helix lost the ability to extend and retract after multiple placements at different locations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.